Manufacturer narrative:
The alarm trace showed no abnormalities on the day of the event. The field service engineer discussed with the customer measures related to preanalytic issues at their site. Upon reanalysis, results normalized after rerunning the sample two more times, with consistent results. The fse confirmed that the instrument was performing within specifications. The cause was consistent with a preanalytic issue at the customer's site. Preanalytics are within the customer's responsibility. The service/troubleshooting actions (discussing measures related to preanalytic issues with the customer and verifying that all discussed measures had been implemented) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation about questionable low results for 1 patient's serum sample tested with elecsys hcg+beta (hcg+b) assay on a cobas e411 immunoassay analyzer. Initial result: 11.59 miu/ml. The physician questioned this result and requested the sample to be re-tested. 1st repeat result: 4159 miu/ml. 2nd repeat result: 4148 miu/ml. The 1st repeat result was deemed to be correct.

Manufacturer narrative:
The hcg+b reagent expiration date was not provided. The cobas e411 rack serial number was (B)(6). Calibration and qc were acceptable. The customer uses a 3rd party qc. The customer advised the field service engineer they felt that fibrin got into the sample probe. The investigation is ongoing.